Manufacturer narrative:
(B)(4). The dealer reported that the rpl600-2 bariatric power lift malfunctioned and droplet a patient during a transfer from a power wheelchair. The unit snapped below the motor at the top of the swivel, the nut broke and the metal around it was bent, resulting in the patient being droplet. Medical attention was sought as the patient complained of back pain. No additional information was provided, and should we receive it, this file will be revised, and the appropriate supplemental report will be submitted. Additionally, it was reported that another unspecified invacare lift droplet the same patient within the last 5 months. Two reportable complaints were created because of different events and dates were reported, and the file numbers are the following: i100052014 (MDR), and i100053925 (MDR).

Event description:
(B)(4). The dealer reported that the rpl600-2 bariatric power lift malfunctioned and droplet a patient during a transfer from a power wheelchair. The unit snapped below the motor at the top of the swivel, the nut broke and the metal around it was bent, resulting in the patient being droplet.